Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis. Additional information was received that this pacemaker was explanted and replaced due to advisory/recall. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis. Additional information was received that this pacemaker was explanted and replaced due to advisory/recall. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis. Additional information was received that the patient with this pacemaker was pacemaker dependent and therefore their healthcare provider (hcp) decided to preemptively replace this device due to the advisory/recall. The healthcare facility retained this explanted pacemaker. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding the clinical observations that led to this device explant and product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis.